Manufacturer narrative:
The insulin pump was received with a blank display due to corroded electronic and motor assemblies. The pump was received with a cracked case at the lcd window corners, a scratched lcd window, and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that her daughter went swimming in the pacific ocean with the insulin pump. They dried the pump with rice but have been having trouble with it since then. Caller stated that the screen was blurry and the numbers are ramping. Customer was advised that the pump will need to be replaced. Customer was also advised to revert to a back-up plan.